Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced episodes of syncope and fell and broke his leg. It was noted the implantable pulse generator (ipg) had inappropriately withheld pacing. The rv lead was capped and replaced and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 monitor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular heart rate appeared as noise on the electrocardiogram (ECG) and presented as noise on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.